Event description:
It was reported that prior to use, the new device interrogation showed a "grey bar" and should have shown the correct device voltage. The device was interrogated a couple days later and still showed no device battery voltage. The device was never used with a patient and was returned for analysis.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. The device packaging was opened at prelim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).